Event description:
Repair center alleged low o2/yellow light. The key failures are the 4-way valve is leaking and the compressor has low output. Additional malfunctions are the pilot valve is leaking, the on/off switch has no alarm, and the tie wraps and clamps were installed.